Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly after the follow-up, when the physician tried to open the files recorded on (B)(6) 2011, the programmer displayed the message "unable to read file" and no episode were available in the aida screen (although several episodes were available at the time of the follow up). No issue was observed during the follow up itself. The physician requested an explanation of the reported behavior.